Event description:
Vague pump report of overinfusion. The pump was set up to infuse over 24 hrs, but finished the infusion in less than 18 hrs. No clinical info could be obtained. No pt injury was reported.